Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle flowing in and clogging inside the air/water channel. Concerning the cause of foreign material flowing inside the channel, it was not possible to further presume the cause since information on the handling of the device was not obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to the nozzle having foreign objects. In addition, the curved rubber bond was cracked. Due to handling, the air and water nozzles were clogged, and the drain function was degraded. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were on the insertion tube. Scratches were found on the operation part. Scratches were found on the tip cover. There was a scratch on the hardness adjustment ring. Scratches were found on the switch box. The suction cylinder was scraped. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. Scratches were found on the scope connector. There were scratches on the scope connector cover. Peeling of the paint was recognized on the air/water supply cylinder. Peeling of paint was recognized on the suction cylinder. There are scratches on the right/left angle fixing knob. Protector of universal cord on scope connector side has a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported a clogged nozzle with a loaner asset, evis lucera elite colonovideoscope. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was a foreign object inside the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. User facility does not know when the foreign object adhered to the scope. There is no possibility that the endoscope was used for the procedure with the foreign material attached. It is unknown what the foreign material is. It is unknown if there was a time lag between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the endoscope is immersed in a detergent solution. The air/water nozzle was wiped/brushed with a gauze, brush, or sponge. The air/water nozzle was flushed with a detergent solution.